Event description:
Affiliate reported that a customer removed the load from the sterrad 100s, after the cycle was finished successfully. There were hydrogen peroxide residues that the operator touched and burned her fingers. The injury last for two days. The customer did seek medical treatment and was prescribed silver sulphate.

Manufacturer narrative:
Skin contac. User guide update based on user reports about contact with residual hydrogen peroxide from instruments, pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization completed. A user guidance has been issued.